Event description:
The surgeon reported that she performed a frontalis suspension procedure using ocu-guard supple on 08/10/1998. On 08/20/1998, the pt experienced draining pus, yellow material, from incision site. The ocu-guard supple was explanted. It was reported that no harm has come to the pt.